Event description:
It was reported the patient with this neurostimulator experienced infection, pain, discharge, and warmth at the lead incision site. The patient also had a temperature of 38 celsius. The patient was prescribed antibiotics and medication for pain. No further patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. This report is being filed for an update to field h6.

Event description:
It was reported the patient with this neurostimulator experienced infection, pain, discharge, and warmth at the lead incision site. The patient also had a temperature of 38 celsius. The patient was prescribed antibiotics and medication for pain. No further patient complications were reported.